Event description:
A peritoneal dialysis patient has reported that while in dwell 4, she noticed solution was leaking from the patient line. Patient states she noticed a cut approximately 5 inches from the point of connection to the extension set. The cut was approximately half way through the diameter of the patient line. No solution got on or in the cycler. The patient states no ill effects from the event. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.